Manufacturer narrative:
Previously submitted code of fdd a051208 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the leakage was found when inflated the cuff of emg tube. The procedure was completed with back up device and there was no patient impact.

Manufacturer narrative:
H3: product analysis of the device visually, there was no damage in the construction of the device. A stylette was inserted into the inside diameter of the device when returned and reddish colored particulate/residue was found on the outside diameter of the cuff b alloon. Functionally, a syringe was used to inject air into the cuff balloon and there were no issues during inflation and deflation. The cuff was re-inflated and deflated multiple times with no leaks observed. For further analysis, the cuff and pilot balloon, on the inflation tube, were manipulated by applying pressure by hand and no leaks were observed. For additional analysis, a leak test was performed by submerging the tube in water and no bubbles (leakage) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.